Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Review of this complaint confirmed the event summary code selection. A product history review was performed as required. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed per (B)(4).

Event description:
On 09/16/2022, it was reported by a sales representative via sems that a ar-8927dsc disposables kits blue tap handle came loose while tapping a hole from the 4.5 corkscrew kit. Tap had to be removed with pliers since handle was spinning and no longer functional. This occurred during a distal biceps procedure on (B)(6) 2022. There was no patient effect reported.